Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) level over 500 mg/dl. The infusion set was changed, and a manual insulin injection was administered to address bg level. Reportedly, the customer used off-label insulin. Tandem technical support educated the customer on insulin labeling.